Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella cp had bleeding and high purge pressure issues from the pump. During impella support there was the patient is on integrillin from ccl and bleeding from multiple sites. There was no plan to start purge heparin currently. The patient continued to ooze from impella and ECMO sites because of antiplatelet therapy. The patient was given volume and two units of blood. The patient was off integrellin. The nurse called with concerns over the purge pressure for the pump. She stated that they had only been running d5. A deceleration was performed with no resolution. She was advised to add heparin to the purge and if it did not resolve that they may need to add tpa. The patient continued on support until the device was successfully weaned.